Event description:
Purchased ciba visions clear care for cleaning and disinfecting contacts. Thought it was regular contact solution with a strange contact case, which pt let the family member have. Since pt didn't have their reading glasses with them, pt thought it was new packaging for their regular product. On the back, it says after using, rinse with saline. Pt did that. It burned like crazy and hurt even more. Now, pt's eye is extremely bloodshot and feels like it is full of sandpaper. This packaging needs better warnings on it, or needs to be taken off the market.